Event description:
(B)(4).

Manufacturer narrative:
The account replaced the side rail interface board and external buzzer but the issue remains. The account found that the scale pt position module alarm cable was missing. The account replaced the scale pt position module alarm cable to resolve the issue.